Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that driveline wound culture performed at an outside hospital found pseudomonas. The patient was discharged on chronic piperacillin/tazobactam (pip/tazo) infusion. It was reported that the patient presented from clinic for driveline drainage. On (B)(6) 2018, the patient was taken to the operating room for successful debridement. Both pre-operative and intra-operative wound samples grew pseudomonas. Post-operatively, the patient was bridged with heparin, and was discharged once therapeutic on warfarin. The patient was sent home on cefepime 2g every 12 hours for 6 weeks with a tentative stop of (B)(6) 2019. If renal function improved, the dose would potentially be adjusted to every 8 hours. The patient was also to perform dakin's wet-to-dry dressing change every day. The patient would receive home health service. The patient had a previous driveline debridement on (B)(6) 2018 with no organisms found from culture.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection cannot be conclusively determined. The patient, who had a history of driveline infection related issues, presented with driveline drainage. They were taken to the or on (B)(6) 2018 and underwent a successful debridement. Reportedly, both pre-operative and intra-operative wound samples grew pseudomonas. Post-operatively, the patient was bridged with heparin and discharged once therapeutic on warfarin. They were sent home on cefepime 2g q12hr for 6 weeks with a tentative stop of (B)(6) 2019. They were also instructed to use dakin's wet-to-dry dressing two times a day. The patient remains ongoing on vad support. No product available for investigation. Local, pump pocket, and driveline infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.